Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer programmed a bolus of 10 units; however, 0.9 units of the requested bolus had been delivered. Review of the pump history showed that the customer had received an incomplete bolus alert. Reportedly, the customer's blood glucose (bg) level was 572 mg/dl with ketones, and was addressed by administering a manual injection. Additionally, the customer changed all of the supplies on the pump. Tandem technical support educated the customer regarding the alert and the customer acknowledged.